Manufacturer narrative:
(B)(4). If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye of an intraocular lens (iol), a loading issue occurred. Additional information was received and it was learnt that the leading haptic was not folded and it was sticking out of cartridge. The tip of the haptic touched the patient's eye, but no incision enlargement, no vitrectomy and no sutures were done. The surgeon used the back-up lens and the surgery went well. No further information was provided.

Manufacturer narrative:
The preloaded insertion system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the intraocular lens (iol) was stuck at the cartridge tube and tip. The leading haptic was observed not folded and part of it was out of the cartridge tip. The customer's reported complaint was confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.